Event description:
It was reported that this patient's communicator displayed a flashing red call doctor icon (rcd). Technical services (ts) walked patient through troubleshooting with communicator where the icon was not resolved. Upon analysis of rmeote monitoring data of this pacemaker, it was found that there was an alert for the right ventricular (rv) lead pacing impedance being low out of range, measuring below 200 ohms. No adverse patient effects were reported. Currently, this pacemaker system remains in service.